Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding(menorrhagia)/ excessive bleeding'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and sjogren's syndrome ('autoimmune disorder type of disorder:sjograns disease') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching and vaginal odor. Current weight 195 lbs. Previously administered products included for birth control: iud from 2008 to (B)(6) 2013. Concurrent conditions included anal pap smear. Concomitant products included topiramate since (B)(6) 2015 for headache as well as losartan potassium since (B)(6) 2011. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/chronic pain"), vaginal discharge ("vaginal discharge") and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced tooth disorder ("teeth are shifting"). In (B)(6) 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder:fibromyalgia"). In (B)(6) 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), depression ("hormonal changes describe: depression/psych injury"), anxiety ("hormonal changes describe:anxiety"), metrorrhagia ("metorhagia (bleeding b/w periods),"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), female sexual dysfunction ("apareunia,"), iron deficiency anaemia ("anemia "), visual impairment ("vision problems"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), headache ("headaches,"), nervous system disorder ("nuero condition/problem"), back pain ("back pain") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight gain/loss (specify which one):weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, botulinum toxin type a (botox), hydrochlorothiazide, hydroxychloroquine, ibuprofen, prednisone and surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, rheumatoid arthritis, systemic lupus erythematosus, sjogren's syndrome, pelvic pain, allergy to metals, fibromyalgia, depression, anxiety, migraine, tooth disorder, nausea, vaginal discharge, fatigue, alopecia, weight decreased, arthralgia, metrorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, iron deficiency anaemia, visual impairment, bladder disorder, cystitis, urinary tract infection, hormone level abnormal, headache, nervous system disorder, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: after insertion, three coils were visualized at the opening of the ostia after removal of the essure device. Discrepancy: as per pfs plaintiff did not undergo an essure confirmation test. She received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal pain , back, lupus /fibromyalgia /sjogren's syndrome/rheumatoid arthritis, psych injury,bladder problems. Bladder infection., urinary tract infection, she received treatment for menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia :unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.49 kgs. Hysterosalpingogram - on (B)(6) 2014: the scout view demonstrates bilateral single essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : lupus, migraines, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: events back abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, metorhagia (bleeding b/w periods),anemia, bladder problems. Bladder infection., urinary tract infection, hormonal changes, headaches, , nuero condition/problem, vision problems added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding(menorrhagia)/ excessive bleeding'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and sjogren's syndrome ('autoimmune disorder type of disorder:sjograns disease') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching and vaginal odor. Current weight 195 lbs. Previously administered products included for birth control: iud from 2008 to (B)(6) 2013. Concurrent conditions included anal pap smear. Concomitant products included topiramate since (B)(6) 2015 for headache as well as losartan potassium since (B)(6) 2011. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced tooth disorder ("teeth are shifting"). In (B)(6) 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder:fibromyalgia"). In (B)(6) 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), depression ("hormonal changes describe: depression/psych injury"), anxiety ("hormonal changes describe:anxiety"), metrorrhagia ("metorhagia (bleeding b/w periods),"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), female sexual dysfunction ("apareunia,"), iron deficiency anaemia ("anemia "), visual impairment ("vision problems"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), headache ("headaches,"), nervous system disorder ("nuero condition/problem"), back pain ("back pain") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight gain/loss (specify which one):weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, botulinum toxin type a (botox), hydrochlorothiazide, hydroxychloroquine, ibuprofen, prednisone and surgery (ablation and risk assessment was reviewed and no update required.). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rheumatoid arthritis, systemic lupus erythematosus, sjogren's syndrome, allergy to metals, fibromyalgia, depression, anxiety, migraine, tooth disorder, nausea, vaginal discharge, fatigue, alopecia, weight decreased, arthralgia, metrorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, iron deficiency anaemia, visual impairment, bladder disorder, cystitis, urinary tract infection, hormone level abnormal, headache, nervous system disorder, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: after insertion, three coils were visualized at the opening of the ostia after removal of the essure device. Discrepancy: as per pfs plaintiff did not undergo an essure confirmation test she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal pain , back, lupus /fibromyalgia /sjogren's syndrome/rheumatoid arthritis, psych injury,bladder problems. Bladder infection., urinary tract infection, she received treatment for menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia :unknown diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.49 kgs. Hysterosalpingogram - on (B)(6) 2014: the scout view demonstrates bilateral single essure devices.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : lupus, migraines, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-apr-2021: medical record received: previously reported event 'pelvic pain/chronic pain' was made medically significant and intervention required due to added removal surgery. Removal date, patient's aka name, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding(menorrhagia)/ excessive bleeding'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and sjogren's syndrome ('autoimmune disorder type of disorder:sjograns disease') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching and vaginal odor. Current weight (B)(6). Previously administered products included for birth control: iud from 2008 to september 2013. Concurrent conditions included anal pap smear. Concomitant products included topiramate since (B)(6) 2015 for headache as well as losartan potassium since (B)(6) 2011. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge") and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced tooth disorder ("teeth are shifting"). In (B)(6) 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder:fibromyalgia"). In (B)(6) 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), depression ("hormonal changes describe: depression") and anxiety ("hormonal changes describe:anxiety") and was found to have weight decreased ("weight gain/loss (specify which one):weight loss"). The patient was treated with antibiotics, botulinum toxin type a (botox), hydrochlorothiazide, hydroxychloroquine, ibuprofen, prednisone and surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, rheumatoid arthritis, systemic lupus erythematosus, sjogren's syndrome, pelvic pain, allergy to metals, fibromyalgia, depression, anxiety, migraine, tooth disorder, nausea, vaginal discharge, fatigue, alopecia, weight decreased and arthralgia outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, depression, fatigue, fibromyalgia, menorrhagia, migraine, nausea, pelvic pain, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: after insertion, three coils were visualized at the opening of the ostia after removal of the essure device. Discrepancy: as per pfs plaintiff did not undergo an essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram on (B)(6) 2014: the scout view demonstrates bilateral single essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: lupus, migraines, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs & mr received. Event injury nos was replaced with new events- depression, anxiety, abnormal bleeding (vaginal), menorrhagia, rheumatoid arthritis, lupus, sjograns, fibromyalgia, migraines / headaches, teeth are shifting, nausea, nickel allergy, vaginal discharge, fatigue, hair loss, weight loss, pelvic pain and joint pain were added. Concomitant conditions, concomitant, historical and treatment drugs were added. Lab data was added. Patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.